Event description:
Customer reports to have received a reset setting message and a (B)(4) software anomaly. Customer states insulin pump counted up then shut off. Customer was transferred to help line. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.